Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and declined to provide any additional information regarding this event. Reportedly, the customer continued to use the pump for insulin therapy.